Event description:
Bilateral implants ruptured, discovered during surgery, left-side.

Manufacturer narrative:
Sientra complaint #: (B)(4). Device evaluation: d6b, d9, g3, g6, h2, h3, h6, h10. Sientra received the suspected device from the customer and performed a failure analysis. The device was returned with a shell failure and some bubbles were observed in the gel. The cross section of the failure was analyzed using optical microscopy; striations were observed. The suspected cause of shell failure is surgical instrument damage. "Needle poke". Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.